Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got power loss. The blood glucose of the customer was 369 mg/dl. The customer stated that the battery was out of insulin pump for more than 10 minutes. The insulin pump will not return for analysis.